Manufacturer narrative:
(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during cleaning and disinfection, the subject device had panel out of order. There was no patient involvement.